Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.